Event description:
The clinician reports that the day the implant was placed in ada 7, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone, ridge augmentation and immediate extraction site. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection. No further patient complications were reported.